Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation on june 10, 2008 that a corflo cubby low profile gastrostomy device was used in a percutaneous endoscopic gastrostomy (peg) procedure performed the month prior (patient age, gender and weight are unknown). According to the complainant, approximately one week after placement, the device leaked nutrition. The device was checked and the locking adapter was found to be detached. Excess force was not applied to the device. A different device was used to replace the damaged device (device unknown). No patient complications were reported as a result of this event. The patient's condition was reported to be good.